Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 01/22/09. The access port taper associated with this report was not returned with the device. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Analysis of the device noted breakage of the port tubing-collar located near the port housing (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The breakage of the port tubing-collar may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Analysis of the device also noted pulled and missing material from the port septum. The port septum also appears to be misaligned. Another breakage was noted in the band ring and band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." In addition, the labeling also addresses the following possible outcome of access port leakage: "caution: use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Do not use standard hypodermic needles as these may cause leaks. Use only bioenterics lap-band system access port needles."

Event description:
Reported as a port leak. The band was removed and not replaced.